Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited multiple ventricular noise reversion episodes and high ventricular output rates. Isometric testing was performed which could not reproduce the noise. Isolated oversensing events were observed during pocket manipulation of the device. The physician noted this was an ongoing issue. The physician elected not to perform programming changes and continue to monitor the patient.